Event description:
It was reported that the bd vacutainer® push button blood collection set did not clot the blood properly during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown.this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "it was reported that the tubes are not clotting the blood properly."

Manufacturer narrative:
Correction: the catalog and lot numbers have been updated. The following information has been corrected: b.4. Describe event or problem: it was reported that the bd vacutainer® push button blood collection set did not clot the blood properly during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown.this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "it was reported that the tubes are not clotting the blood properly." D.1. Medical device brand name: bd vacutainer® push button blood collection set. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2. Common device name: intravascular administration set d.2. Medical device type: fpa. D.2. Medical device catalog#: 367344. D.2. Medical device lot#: 8010742. D.3. Medical device manufacturer: becton, dickinson & co., (bd). D.4. Medical device expiration date: 2020-01-31. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: becton, dickinson & co., (bd). G.5. PMA / 510(k)#: k030573. H.4. Device manufacture date: 2018-01-10.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® push button blood collection set did not clot the blood properly during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "it was reported that the tubes are not clotting the blood properly."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 separate bd luer-lok access devices did not clot their blood properly during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "it was reported that the tubes are not clotting the blood properly."